Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: , implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 106 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient's pump was replaced following normal battery depletion of the patient's previous pump. All data and settings were put into the programmer and a pump report was generated, but the pump was not updated with the correct settings. It was initially unclear as to the cause. Reportedly, either telemetry was interrupted or the hcp forgot to update. It was later noted that the hcp felt misled by the messages on the initial interrogation report. Initially, the pump was noted to be in shelf mode but would then switch to implant mode after the first interrogation. A message at the end of the first report indicated that this had occurred and the pump was in implant mode and not in shelf state. However, the hcp was expecting to see messaging that the pump was functioning and the phrase "implant mode" was unclear. On (B)(6) 2022, the pump was read again but the pump was missing the "pump was programmed message". No environmental/external/patient factors that might have led or contributed to the issue were noted. No diagnostics or troubleshooting were performed. The patient's pump was reprogrammed with all the correct settings and no further issues were noted. The patient did not experience any under infusion symptoms. No surgical intervention occurred or was planned. Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2022. It was confirmed that there was no issue with the programming, the cause of the event was due to the difficulty the hcp ha d with reading the report. It was also confirmed that after the interrogation, the pump showed programmed status. The event was considered resolved.